Event description:
It was reported that the lead was attempted to be implanted but not used. The helix screw would not deploy after positioning. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent inside the sleeve head. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.